Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was noted to be difficult due to the patient's anatomy. A watchman access system (was) was positioned in the patient¿s laa and a watchman closure device was deployed. The closure device was deployed too distal in the laa and the physician opted to fully recapture and remove both devices. There was no difficulty recapturing the closure device; however, the was was noted to have a subtle kink. Two additional was were attempted to be used; however both devices also kinked, likely due to patient anatomy. The procedure was completed with a fourth was successfully. There were no patient complications reported.